Event description:
It was reported that the device had several electrode array faults; subsequently the device was explanted (B)(6) 2014 and the patient was reimplanted with a new device.

Manufacturer narrative:
This report is filed may 28, 2014.

Manufacturer narrative:
(B)(4).